Event description:
In 5/2003, the pt reportedly was experiencing a decrease in performance. In 5/2003, the pt was seen by a co rep. Programming changes were made. Five months later, the pt was seen by a co rep for device eval. The pt continued to be monitored by the center. In 11/2003, the pt reportedly continued to experience a decrease in performance. Testing performed confirmed that the device was functioning. X-ray results confirmed proper electrode placement. The following month, the pt's family members requested surgery be scheduled to explant the pt's device. The pt's c1 device was explanted.